Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to (B)(6) 2016, so no UDI is required.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The speaker was replaced to resolve the issue and the repaired device was returned to the customer.